Manufacturer narrative:
The reporter's meter was returned for investigation. During a test measurement, there are no errors in the display. The measured value is displayed correctly. The display shows no error during investigation. The circuit board shows no contamination or defect that could temporarily lead to the complained error. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The patient stated they were unable to get a meter result after applying a blood sample to the test strip while the meter was counting down. It was noted that the display then showed a long black line from one end of the result field to the other end. No results or error messages were seen. A display check was performed with complete results. The customer then retested with a new blood sample, saw the qc check mark and received a result of 1.8 inr.